Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3713 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the screw does not fit and the medication is leaking. They have had to change PICC's on the move that they have already had in place. It leads to delays in medication, delays in the consultation and unavailability of the devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of refy3713 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported the screw does not fit and the medication is leaking. They have had to change PICC's on the move that they have already had in place. It leads to delays in medication, delays in the consultation and unavailability of the devices. It was reported this occurred with two devices. This report addresses the first device.